Event description:
Hospitalized with urinary retention, bladder outlet obstruction and acute renal failure. Creatinine level 9.5 mg/dl on admission. The patient was seen by urology and nephrology. When patient was in the emergency room, the m3 mini catheter was cut and left in place and a foley catheter was inserted. The patient voided 1300cc of urine. The same m3 mini catheter was in place for 57 days. At discharge the creatinine level was 3.8 mg/dl. Design flaw with ¿top heavy¿ in some patients promotes migration back into bladder. Pt had new device placed and subsequently had a turp. Renal function currently creatinine 1.9.